Event description:
The suspect meter exhibited variations in test results when compared with the lab. The following results were reported: inratio, lab respectively: 4.6, 3.1. During troubleshooting, it was discovered that the pt was using a venous sample to perform the test. Per the instructions for use, the inratio meter requires fresh capillary blood for testing.

Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following results were reported: inratio 4.6, lab 3.1. During troubleshooting, it was discovered that the patient was using a venous sample to perform the test. Per the instructions for use, the inration meter requires fresh capillary blood for testing.